Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported they met with patient (pt) and their spouse on 7/22 and interrogated the implant. No issue with the implant or impedances. Pt was running evolv and the battery was estimated to last 0.8 days on group b. The implant had been fully depleted several times in the last 30 days. Rep changed pt's power from 200 to 90 and turned on cycling for all programs. Charge was not estimated to last 7 days on group a, 1.7 days on group b, and 5.0 days on group c. At this time, the issue has been resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was stated that pt has to charge the implanted neurostimulator every night because the ins is nearly dead every night caller stated patient is on group a all day and they have not adjusted the amplitude recently. Caller stated pt has not had the ins programming checked since implant. Caller mentioned that pt switched to group b yesterday because he was feeling more pain and then his battery did drain completely on group b. Pss suggested that pt connect with the hcp to request a rep appt. Pt rep stated that they live 2 hours from the hcp and pt cannot make that trip. Agent is sending a message to the local field representative about patient call.